Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a device change procedure, there were pauses which appeared to be failure to capture. The output was increased and pacing polarity changed to unipolar. The following day the pauses continued. A loose setscrew was suspected. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.